Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump hardware low level failure. Customer¿s blood glucose level was 88 mg/dl at the time of incident. Customer stated that they were able to clear the alarm. Customer stated they are able to rewind the insulin pump. Customer stated the insulin pump was not dropped or bumped. Customer stated that the insulin pump passed the displacement test but the error reoccurred again during self test. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test and self test. Pump error 63/4 alarm confirmed in the insulin pump history due to broken trace on keypad assembly.